Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast asymmetry, material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year old caucasian female patient underwent primary breast augmentation with a (left) 450cc mentor smooth round moderate plus profile saline breast prosthesis and a (right) unspecified mentor saline breast prosthesis. Post-operatively, the patient's left breast became super saggy, had left breast implant deflation, left breast capsular contracture (baker grade unknown) and loose right breast implant that is coming out of the pocket. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 6, 2022, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the left breast implant's lot and serial number were: lot: 7713736 sn: (B)(6). The right breast implant was a 450cc mentor smooth round moderate plus profile saline (catalog: 3502450 lot: 7575148 sn: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On july 19, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 450cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.